Event description:
A customer reported that the pump¿s quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to ensure the pump was not connected to a power source and to apply pressure directly on the button, but difficulties persisted. As a resolution, technical support arranged for a replacement pump, confirmed the customer's address, and instructed the customer to use manual daily injections (mdi) as a temporary backup therapy. The customer was also guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days.